Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigated, a definitive cause for the reported pericardial effusion could not be determined. Additionally, the patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although, a conclusive cause for the reported patient effect pericardial effusion, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The transseptal puncture was performed and then a steerable guide catheter (sgc) was advanced through the septum; however, a pericardial effusion (pe) was immediately observed. The procedure stopped and the pe was treated with a pericardial tap. Due to the timing of how quickly the pe was observed from when the sgc was advanced and the transseptal puncture was performed, the physician feels the pe was caused during the transseptal puncture, but this could not be confirmed. The procedure continued with the same sgc, and then a clip delivery system (cds) was advanced to the mitral valve. The clip grasped the leaflets fine; however, the gradient pressure level increased too high. The gradient level was too high for the patient to tolerate. A decision was made to remove the clip and abort the procedure. After the leaflets were un-grasped, the pressure gradient returned to baseline. The patient was stable. No clips were implanted; mr remained to be 3. There was no clinically significant delay in the procedure. No additional information was provided.